Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. The unit had a scratched lcd window, cracked case on all four corners near the display window, cracked reservoir tube lip, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump was not priming properly. Nothing further was reported.